Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. No adverse patient effects were reported. The device remains implanted. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended.